Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead had low impedance. Visualization of the lead also noted an area near the pin that was opaque. The lead was capped and not replaced. No patient complications have been reported as a result of this event.